Event description:
It was reported to boston scientific corporation that an endovive one step button kit pull method was attempted to be used during gastrostomy procedure performed on (B)(6) 2024. During the procedure, when the button was implanted, the tube containing the button was separated at the fistula. When the tube was pulled out, the button fell into the stomach. The detached part was successfully retrieved using an endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the detached bolster using an endoscope. Imdrf device code a0501 captures the reportable event of bolster detached.